Manufacturer narrative:
B3- date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's lead had migrated and therapy was not providing effective coverage. The patient underwent surgical intervention where the lead was replaced with a paddle lead thereby restoring effective therapy.